Manufacturer narrative:
The customer provided the device log files for review. Log analysis identified a potential issue with the main board. A field service engineer (fse) went on site to evaluate the device and to replace the defective main board. After the mainboard was replaced, the device successfully passed calibration, circuit testing, and performance testing, with all measured values within specification. The unit meets OEM requirements and is ready for use.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
It was reported that before use, the device experienced user interface issues. Complainant indicated that there was no patient involvement in the reported issue.

Manufacturer narrative:
The original mainboard was returned to the zoll failure analysis lab for evaluation. Despite extensive testing, the reported malfunction was unable to be duplicated.